Manufacturer narrative:
Device eval by manufacturer: the returned complaint device consisted of a rotapro. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. Functional testing was performed by connecting the device to a console, but it would stall when ran. The device was disassembled to inspect the components inside. The ultem was melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the lesion, requiring additional intervention. A 1.75mm rotapro was selected for a percutaneous coronary intervention. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The rotapro was inserted using dynaglide mode. An abnormal sound was heard inside the 6f non-boston scientific guide catheter, and the device stalled. The device was then inserted again using dynaglide mode and reached the target lesion. The device was switched to ablation mode and the advancer was turned on, but the burr did not rotate. A gas leak sound was heard coming from the advancer gas connector. After switching to dynaglide mode and then back to ablation mode and rebooting the console, the device rotated without a problem. Ablation was then performed in the target lesion. After approximately three passes, the rotation speed decreased from 150,000 rpms to 70,000 rpms, and the device stalled. At this time, the burr became stuck in the lesion. A 0.014in wire was advanced to the entrapped device, and dilation was performed using 1.0mm and 2.00mm balloons. The burr was removed. The procedure was completed. No patient complications were reported.

Event description:
It was reported that the burr became stuck in the lesion, requiring additional intervention. A 1.75mm rotapro was selected for a percutaneous coronary intervention. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The rotapro was inserted using dynaglide mode. An abnormal sound was heard inside the 6f non-boston scientific guide catheter, and the device stalled. The device was then inserted again using dynaglide mode and reached the target lesion. The device was switched to ablation mode and the advancer was turned on, but the burr did not rotate. A gas leak sound was heard coming from the advancer gas connector. After switching to dynaglide mode and then back to ablation mode and rebooting the console, the device rotated without a problem. Ablation was then performed in the target lesion. After approximately three passes, the rotation speed decreased from 150,000 rpms to 70,000 rpms, and the device stalled. At this time, the burr became stuck in the lesion. A 0.014in wire was advanced to the entrapped device, and dilation was performed using 1.0mm and 2.00mm balloons. The burr was removed. The procedure was completed. No patient complications were reported.